Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. It was noted that the entire electrode was returned. Visual inspection found only surface electrocautery damage. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient presented to the hospital due to an erosion of the proximal electrode and an infection at both the electrode erosion site and device pocket site. The patient was admitted to the hospital and evaluated by the infectious disease department. The physician noted that the patient had been treated six weeks earlier with antibiotics for the erosion but had been lost to follow up since that time. The clinician also noted that the patient had been rubbing lotion on the incision sites since implant and was instructed to stop that activity by the hospital staff. The patient was given antibiotics and they will continue to monitor the situation. Upon interrogation an episode of t wave oversensing creating a stored untreated episode was observed. The t waves were oversensed due to a morphology change which created r wave undersensing. The device was re-optimized and chose another sensing vector with no further oversensing observed. No additional adverse patient effects were reported. The electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) remain in service. Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted almost two months later for infection and erosion. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted almost two months later for infection and erosion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital due to an erosion of the proximal electrode and an infection at both the electrode erosion site and device pocket site. The patient was admitted to the hospital and evaluated by the infectious disease department. The physician noted that the patient had been treated six weeks earlier with antibiotics for the erosion but had been lost to follow up since that time. The clinician also noted that the patient had been rubbing lotion on the incision sites since implant and was instructed to stop that activity by the hospital staff. The patient was given antibiotics and they will continue to monitor the situation. Upon interrogation an episode of t wave oversensing creating a stored untreated episode was observed. The t waves were oversensed due to a morphology change which created r wave undersensing. The device was re-optimized and chose another sensing vector with no further oversensing observed. No additional adverse patient effects were reported. The electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) remain in service.